Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: 6f hi-flex ansel. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for difficult to deploy or off-label use reported for this lot. It should be noted the otw omnilink elite instructions for use (IFU) states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters greater than 5.0 mm and less than 11.0 mm, and lesion lengths up to 50 mm. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to the left subclavian artery. An 8.0 x 29 mm omnilink elite was advanced to lesion; however, when attempting to deploy, the stent came off the balloon into the aorta. The omnilink balloon was used to maneuver the stent down into the profunda where they left the stent and walled off the profunda with a non-abbott covered stent. Another omnilink elite was used to complete the procedure. There was a reported clinically significant delay in the procedure as it took over 2 hours. No additional information was provided.